Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. Information received reported that the pump and partial catheter were removed due to a suspected pocket infection. The catheter was clamped off about 8 inches from the pump. The hcp mentioned that the suture ties on the pump were broken and also suspected twiddlers syndrome. The issue was resolved at the time of this report. The patient's status was alive - no injury.